Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad buttons. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed evidence of contamination under the keypad buttons. Unrelated to the complaint, the contrast button was intermittently unresponsive during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.